Event description:
Dealer states right wheel lock is hyper extending and not locking on the wheel.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.